Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient is pacemaker dependent and the physician elected to tape the device to the skin of the patient to provide pacing. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.